Event description:
It was reported that during a lobectomy procedure, at the second firing, the firing trigger was too hard to grasp. It was found that staples were not formed completely and some staples were unformed. The tubular neoveil was used. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 05/05/2009. Info anticipated, but unavailable at this time.